Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an alert for high impedance out of range on the defibrillator coil. The lead remains in use. No patient complications have been reported as a result of this event.